Event description:
It was reported that pump declared altitude alarm 21 while customer¿s blood glucose level was 151 mg/dl and insulin delivery was suspended even though pump was within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from support to gently clean speaker holes, remove and reconnect cartridge, and wait for insulin to resume; insulin delivery successfully resumed, alarm did not recur after additional monitoring, pump returned to normal operation, and customer received instructions on preventing future altitude alarms.